Manufacturer narrative:
(B)(4). Evolute r23 23 mm, proglide suture (x1), pilot 0.014 guide wire, pliwire 0.018mm guide wire, sinus visual 6/60 stent there was no reported device malfunction and the product was not returned. The reported patient effect of occlusion is listed in the perclose proglide instructions for use as a known adverse event associated with use of suture mediated closure devices. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The other perclose proglide device is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that suture placement in a calcified common femoral artery was achieved with proglide devices, using a preclose technique, prior to a transcatheter aortic valve implantation (tavi) procedure. After the tavi and proglide arterial closure were completed, using the double preclose suture technique, a common femoral arterial occlusion occurred. Balloon angioplasty was performed and a sinus visual 6/60 stent was implanted at the occlusion site. The physician is reportedly trained in the use of the proglide device and established in the preclose technique. No additional information was provided regarding the proglide issue.